Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was kinking when it was straightened was confirmed, but the exact cause was unknown. One 12fr navarre drainage catheter was returned for investigation. The coiled portion of the catheter kinked along the outside of the curve when the catheter was straightened. The catheter was cut at the proximal end of the curl which revealed variation in the thickness of the coating from the dip process. A review at the manufacturing facility found that the sample was manufactured to specification. A review of the manufacturing records found nothing to indicate there was a manufacturing related cause for this event. A lot history review (lhr) of gfax1447 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while preparing for the ptc procedure, the nurse threaded the plastic stylet over the catheter. They reportedly found that the catheter had kinked while straightening. It was stated that the decision was made not to use the catheter and a new set was opened to complete the procedure. Device was not used on a patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfax1447 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while preparing for the ptc procedure, the nurse threaded the plastic stylet over the catheter. They reportedly found that the catheter had kinked while straightening. It was stated that the decision was made not to use the catheter and a new set was opened to complete the procedure. Device was not used on a patient.